Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, symptoms grew so severe that she went to the emergency room. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("coil was not sitting correctly and causing the clotting and heavy bleeding"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other injury (ies) or complication (s) -please describe: essure coiled upon itself." The patient's past medical history included pre-eclampsia in 2006. Concurrent conditions included stroke since 2006, fibroids, ovarian cyst, uterine bleeding and tubal ligation. In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced haemorrhagic anaemia ("anemic / other injury(ies) or complication please: anemia due to heavy bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and back pain ("back pain"). The patient was treated with amlodipine, clopidogrel, influenza vaccine inactivated (fluvirin), hydralazine, isoniazid, carvedilol, simvastatin, valsartan, methylprednisolone, and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device dislocation, abdominal pain, dysmenorrhoea, back pain, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, nausea, depression, anxiety, fatigue and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, symptoms grew so severe that she went to the emergency room. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: right side insert partially coiled upon itself. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, vaginal bleeding." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), nausea, anxiety, depression, fatigue, apareunia (inability to have sexual intercourse), essure coiled upon itself, coil was not sitting correctly and causing the clotting and heavy bleeding. Reporter information, age, concomitant disease, historical condition & lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("coil was not sitting correctly and causing the clotting and heavy bleeding"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other injury (ies) or complication (s) -please describe: essure coiled upon itself" in (B)(6) 2010 and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included pre-eclampsia in 2006 and nausea. Concurrent conditions included stroke since 2006, fibroids, ovarian cyst, uterine bleeding and tubal ligation. In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced haemorrhagic anaemia ("anemic / other injury(ies) or complication please: anemia due to heavy bleeding / anemia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and back pain ("back pain"). The patient was treated with amlodipine, carvedilol, clopidogrel, hydralazine, influenza vaccine inact sag 3v (fluvirin), isoniazid, methylprednisolone, simvastatin, valsartan and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device dislocation, abdominal pain, dysmenorrhoea, back pain, haemorrhagic anaemia, vaginal haemorrhage, menorrhagia, nausea, depression, anxiety, fatigue and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, symptoms grew so severe that she went to the emergency room. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: right side insert partially coiled upon itself. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 13-mar-2019: plaintiff fact sheet received. Event per pfs: essure confirmation test not performed. Medical condition and event onset date was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.